Event description:
During baxter's engineering evaluation a device alarmed for an upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed that the during testing with a 20% mixture of glycerin, the lower ultrasonic sensor reading was below specification. It was determined that the cause of the alarm was an increased spacing between the upstream pusher and the upstream sensor crystals. An increased spacing will contribute to upstream occlusion and air in line alarm. The upstream sensor has been replaced.